Manufacturer narrative:
Date of event: unknown when the plate broke. Investigation could not be completed and no conclusion could be drawn as no device was received and no lot number was provided. Placeholder.

Manufacturer narrative:
According to the manufacturing evaluation, the plate was received partially broken at the seventh bore for screws; the surface of the plate shows marks of normal use. The measurable dimensions of the lcp 4.5/5 broad 12ho l224 sst were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard. The microscopic investigation of the fractured surfaces showed homogenous structures which also indicate material conformity to the specifications. Based on the investigations and the available clinical information, we assume that dominant dynamic bending loads led to a fatigue breakage of the investigated implant. Postoperative activities of the patient may have played a certain role too. We exclude a failure resulting from either a material defect or the manufacturing process.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on in (B)(6) 2013, the patient had a mid shaft femur fracture. The surgeon fixed the fracture with a lcp 4.5mm broad 12 holes plate. Three months later post-operation, the patient started partially weight bearing. The plate was broken at the fracture size. Bone is not united. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.